Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain. The break in aseptic technique was further described as the pt made mistake/touch contamination. On the same day, the pt was hospitalized for another indication and was diagnosed with peritonitis. On an unreported date, the pt was treated with unspecified medications (antibiotics and pain medications) (IV and oral, dose, frequency unknown) for peritonitis. Two months later, the pd catheter was removed before discharge from the hospital. Around the same time, the pt was transferred to a nursing home for extended care. On an unreported date, in the nursing home, the pt received hemodialysis. The following month, the pt was recovered from the peritonitis event and was discharged from the nursing home. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.